Manufacturer narrative:
An event regarding revision due to metallosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon revised patient's hip due to metallosis which was shown on x-ray.

Manufacturer narrative:
The sales rep indicated that no additional information would be provided due to hospital policy.

Event description:
It was reported that surgeon revised patient's hip due to metallosis which was shown on x-ray.